Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown person with no information. Further review of the manufacturer's database for the date of implant and the date the ipg system was received by the manufacturer reasonably suggests the patient died less than twelve months post the ipg system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking. A visual analysis was performed only.